Event description:
It was reported that during a procedure, a crack near the fiber connector was found on the fiber. The laser beam was exposed to the operating room. The fiber was replaced, and a second fiber was used to complete the procedure with no patient injuries.